Event description:
It was reported that the lead exhibited loss of capture on (B) (6) 2009, which was resolved at the time by changing the polarity to unipolar. On (B) (6) 2009, loss of capture was again observed. On (B) (6) 2009, the lead wa s successfully repositioned.